Event description:
Nellcor puritan bennett received a report from a tyco healthcare service center that while monitoring a patient, the unit alarmed and when the nurse pushed the "alarm stop button" the unit reportedly froze. There was no patient harm reported.

Manufacturer narrative:
This complaint is currently being investigated.